Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, scratches on the lcd lens screen. The customer stated problem was duplicated. Device goes to upgrade / update mode upon power up. Correctly installed - reloaded required software. Advised customer to follow proper instructions (tech manual), steps on how to upgrade - update the device. The root cause was determined to be user error. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was stuck on the red screen during software upgrade. No patient consequences were reported. No adverse effects were reported.